Event description:
On (B)(6) 2012, company rep reported pt had some leaky infusion sets. Company rep stated, pt was not currently on the line and requested pt be given a callback. On callback pt reported, he believes he has a leak in his infusion headset. Pt stated, he has been having wetness at his infusion sites. Pt reported, the issue occurred with one particular box of headsets. Pt wears the infusion device in a case on his belt. Pt stated he inserts the infusion sets manually. Advised pt on the insertion assist device. Pt reported he does not think he has any scar tissue or poor absorption. Pt stated, he thinks there is a leak somewhere but is unsure where. Pt reported, he has not noticed the infusion set cannula kinked or bent. Pt stated, he has also noticed condensation at the luer lock but there is no leak there. Pt reported, he has used other boxes of infusion sets and experienced no issues. Pt stated, after removing one of the leaky infusion headsets, a few drops of blood came out of his infusion site. Pt reported, he was able to apply a tissue to the site and stop the bleeding. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion sets for eval.